Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll plunger movement was difficult. The following information was provided by the initial reporter: it was reported that we have identified an issue with syringe 300865, a 50/60 ml luer-lock syringe for syringe pumps, which is covered by our contract with you for injections and infusions. Our anaesthesia team in the operating theatre has encountered issues when using it, as the pump issues an occlusion warning when administering the induction dose during anaesthesia via tci, and the flow rate rises to as high as 800 ml/hour. This has now occurred on several occasions with at least two different batches: lot no. 2505127, lot no. 2507114. Additional information provided: it was mentioned as several occasions. Could you please provide the date of event? Approx from 11/3 to today. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patient impact has been reported. But extra effort has been needed to secure that the patient get the correct amount of anaesthesia medication. What pump was being used? B. Braun space plus. Please clarify which date refers to which lot#(s). The problem has occurred on many occasions in several departments in our hospital. First time on (B)(6), I don't have any more detailed information about every time it happened.